Manufacturer narrative:
Batch review performed on 06 november 2018. Lot 180416: (B)(4) items manufactured and released on 17 april 2018. Expiration date: 04/04/2023. No anomalies found related to the problem. To date, (B)(4) item of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen is unknown. The surgeon performed an I&d and swapped the poly 2 weeks after primary surgery.